Event description:
Customer reported that he went to the endocrinologist and reviewed the meter and the insulin pump history and noticed that several bolus corrections were missing; it only works half the time. Customer stated that he has used the insulin pump for years and knows how to use the bolus wizard. Customer stated he sent a blood glucose value to the device and pressed the act button and it says that it is correcting and can see the numbers counting up but does not see it in the reports. Customer declined to troubleshoot and stated that his doctor requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The bolus wizard functioning properly, multiple bolus wizard amounts were programed and all registered properly in the bolus history and daily total history. The device had uploaded properly using carelink pro and all bolus corrections data recorded properly on data report. No history anomaly noted. The device had cracked reservoir tube lip and minor scratched display window.